Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer is at a camp and she was notified that the up arrow button on the insulin pump is sticking. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.